Event description:
Customer contacted beckman coulter inc. (Bci) with erroneously high accutni result above the ami cut-off generated by the unicel dxi 800 access immunoassay system for one patient.the erroneous result was reported outside of the lab.upon repeat on another instrument, the results were within the normal reference range.there is no report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc prior to the event was in range. Qc ran after the event was out of range high.a field service engineer (fse) was on-site on (B)(6)2010. The fse ran hs system check which failed. The fse found the aspirate probe tubing was routed incorrectly. The fse replaced the aspirate probes and other parts. The fse reran the hs system check, which passed.the fse discussed with the customer the importance of properly routing the tubing during maintenance.